Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2 and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery reviewed showed the crimped valve aligned between balloon markers stuck at the native aortic root/valve in this case, difficulty or inability to cross native annulus and/or bioprosthesis and subsequent death was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as per information provided the patient presented a bicuspid native valve and bulky calcifications. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in mexico, regarding a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, the patient had a bicuspid aortic valve type I with bulky calcium on the non-coronary cusp and a raphe between the left and right cusps, revealed by computed tomography angiography (cta). During the procedure, the esheath was advanced without any difficulty through the right femoral artery access, there was a proper pigtail positioning and quick valve crossing, so the pre-shaped guidewire was correctly positioned in the left ventricle. Based on this, it was decided not to perform pre-dilatation. After that, the commander delivery system with the valve was inserted into the esheath and advanced until the native valve, but there was significant resistance when attempting to cross it. The commander delivery system was withdrawn slightly to adjust the angle and the maneuver was repeated three times. After the last attempt, the patient's blood pressure and cardiac rhythm began to deteriorate, and all the system was taken out from the patient. Upon removal of the devices, no damage was observed on edwards devices. An angiogram revealed a rupture of the aortic root above the non-coronary cusp near the sinotubular junction. That led to a cardiac tamponade, prompting pericardiocentesis, and due to hemorrhage-related blood loss, blood transfusions and medications were administered to stabilize the patient. Despite these measures, the patient remained hypotensive with weak pulses, leading to initiation of CPR. Also, ventricular fibrillation occurred, and defibrillation was performed. However, the patient did not return to sinus rhythm and was pronounced deceased. The cause of death was an ascending aorta rupture. The root cause of the ascending aorta rupture was the heavy calcifications on the non-coronary cusp and the force applied on the aortic valve during the attempt of crossing it with the commander delivery system.